Event description:
Sales representative reported that customer experienced one incident in which stopcock leaked during patient use. Follow up with clinician revealed that leakage occurred an unknown number of times. The leakage occurred during patient use with use of standard maintenance fluids. It was confirmed that there was no patient injury, as leakage was noted immediately.